Event description:
Spinal cage implant was pushed too far anteriorly during insertion and required revision surgery.

Manufacturer narrative:
(B)(4) (importer) is submitting the report on behalf of (B)(4) (manufacturer). The cage was inserted too anterior at l5-s1 during initial surgery on (B)(6) 2014. Attempts to retrieve moved the device onto the vertebral edge. Revision surgery was performed on (B)(6) 2014. The patient is reported doing fine after both surgeries.